Event description:
It was reported that merlin.net transmission revealed several stored episodes of non-sustained lead noise due to post-paced t-wave oversensing. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.